Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation of the right sfa using two pacific plus balloon catheters,a dissection occurred. It is reported that the dissection was treated.